Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate and tested the iabp and checked ibp calibration as per service manual, which passed to specifications. The stm then checked the iabp with a mini simulator and tested with dynamic pressure, simulated hypotensive and hypertensive, and all readings were in specifications. The stm was unable to duplicate the reported failure, and the iabp passed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during patient therapy, an arterial waveform related issue occurred on the cardiosave intra-aortic balloon pump (iabp), and the blood pressure waveform did not match the numeric numbers on the screen; the invasive blood pressure (ibp) reading was low. There was no patient harm and no adverse event was reported.